Manufacturer narrative:
[(B)(4)].

Event description:
During a knee arthroscopic surgery, the connecting pin of the upper jaw of the device broke and a small fragment fell into the patient's knee. The fragment from the break was retrieved during primary procedure. The primary root cause for the upper jaw hinge break in this case could be due to poor portal placement and surgeon applying excessive torque during use.